Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was undersensing of p-waves observed on the presenting egm (electrogram) for the atrial lead. The atrial lead remains in use. No patient complications have been reported as a result of this event.